Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) the patient experienced a perforation resulting in tamponade and a pericardial effusion. The patient had a pericardiocentesis procedure and the ipg was not implanted. No further patient complications have been reported as a result of this event.